Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the preventive maintenance. A "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue. The internal battery will need to be replaced to address the issue. The device was scrapped by the request of the customer.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.